Event description:
Pt was tested on the suspect device with an inr result of 3.1. The lab inr was 11.6. Pt was sent to the hosp due to symptoms of pt's heart condition and received the lab inr. Controls were in range. The device was not replaced. The reporter wanted to run a precision study because this was an isolated event.